Manufacturer narrative:
The concerto coil was returned for evaluation and the clinical observation was confirmed. As received, implant coil was found damaged, stretched, stuck within the introducer sheath and detached from the pushwire. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. It appeared that the implant coil had broken from the coil shell at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. We were unable to determine the cause of premature detachment. It is possible that damage to the concerto implant coil led to resistance during delivery and possible that during removal the implant coil stretched and subsequently detached within the introducer sheath. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to be returned for analysis, but has yet not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that coil 2x8 unintentionally detached during advancement through the microcatheter. The coil was removed. No patient injury occurred. The patient anatomy was normal.